Event description:
It was reported to philips that the device experienced a power supply failure during operational testing. There was no reported patient involvement.

Event description:
It was reported to philips that the device experienced a power supply failure during operational testing. There was no reported patient involvement. One power pca was returned for failure analysis. The reported problem was verified during lab tests. The fuse f5 was found opened on the power pca.